Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and failed due to usb pin from j2 were damanged. Open and interior inspection was performed and passed. Charge and boot test was performed and failed due to usb pin damage. Performed functional test and failed due to receiver could not boot up and communicate with tester. The log was not downloaded and reviewed due to usb pin damage. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.